Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an under infusion while connected to a large volume two day infusor. The device was filled with an unspecified amount of fluorouracil. After two days, the device had a small quantity remaining in the infusor. New replacement unit was given to patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device was manufactured july 14, 2016 ¿ july 15, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.